Event description:
Customer reported a malfunction with their insulin pump, indicated by malfunction code 19. Blood glucose level did not exceed 500 mg/dl, suggesting no adverse impact. Customer will receive a replacement pump from cts with updated software and was provided instructions on managing their current pump and using the replacement. No backup insulin therapy was available at the time, but the customer plans to consult a healthcare provider.